Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed an air sensor error. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed and no issues were noted. The reported condition was verified. The device was found out of specification in relation to the 'air sensor error' alarms which were reproduced as reload set errors. The alarms were verified during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.